Event description:
Started off with a gland swelling in my armpit a year after I had eurosilicone gummy implants done. Went back to plastic surgeon and he said it's nothing. I got ill with (B)(6) due to compromised immune system and had to undergo 21 months of treatment, then I was diagnosed with lupus nephritis this year. It's one health issue after the other since I had breast augmentation, and none informed me of these possible complications.